Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that after initial implantation of an intraocular lens (iol) in the left eye of a patient, there was significant movement in the lens within the eye thus causing the surgeon to explant the iol in a secondary procedure. The physician stated that when he irrigated with a syringe, while injecting he observed the lens moving freely. He further stated that the patient's eye was not extremely long. The post operative refraction almost a week after the implant was +1.50-3.00x 155 k''s- 43.25/44.62 x 85. The iol was replaced with a non-amo lens. There were no patient complications and the patient is noted to be doing well after the explant.